Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Oekg confirmed that no adhesive was applied where it should be normally. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The phenomenon seems to have occurred not because of the manufacturing of the product but occurred afterward. However, the time of emergence of the phenomenon is unknown. According to the image from oekg , scratches around the indicated part were confirmed, and we assumed that some kind of external force was applied to the part. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there was the gap on the adhesive around the ultrasound transducer, the ultrasound transducer had damaged and had incision, and also the distal end cover was cracked and had the gap. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.